Event description:
It was reported via repair work order that the head end siderail and right foot end siderail were stuck down due to bent timing links. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.